Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Patient had a low sensor glucose value was 72mg/dl but meter was 113 mg/dl last midnight. Recently checked sensor glucose value was 296 mg/dl but on the meter was 316 mg/dl. Current sensor glucose value was 282 mg/d and current blood glucose value was 316 mg/dl and 250 mg/dl alert on high and its accurately programmed. Sensor glucose value that triggered the suspend event was 72mg/dl. Suspend on low limit in sensor settings was 80mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined to troubleshoot for high blood glucose value. The sensor will not be returned for analysis.